Event description:
It was reported the customer was hospitalized two years prior for low blood glucose. The customer stated their low blood glucose incident was also caused from having a gastric bypass surgery. The date of the customer's hospitalization was not provided. Customer also believed their blood glucose was under 20 mg/dl at the time of admission. The customer also stated the cause of their low blood glucose could be from having an improper diet with no setting adjustment to their insulin pump. Customer also reported being off insulin pump therapy for a period of time. Customer's settings have been adjusted by their healthcare provider. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.